Event description:
A physician reported that an ophthalmic cutting knife was found to be dull during surgery. The surgery was completed with alternative knife on the same day. There was no patient harm. Details of surgery was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened 2.75mm ophthalmic slit knife, in sheathing, in blister was received for the report of slit knife was found dull. Sample was visually inspected and found to be conforming. Functional penetration testing was performed and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned opened sample was found to be visually and functionally conforming, therefore a slit knife was found dull as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Opened sample met specifications. No action was taken as the knife was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is: (B)(4).